Event description:
The device was used to analyze the pt ECG. The device rendered multiple no shock advised decisions. Paramedics arrived on scene and connected their lifepak 10 defibrillator/monitor/pacemaker to the pt and diagnosed the pt to be in course ventricular fibrillation. The manual defibrillator charged and successfully converted the pt to a perfusing rhythm. The pt was resuscitated. The facility reviewed the pt record which had been printed from the device. The facility expressed the opinion from the review that the pt appeared to have a shockable ventricular tachycardia for which the device should have rendered a decision to shock.